Event description:
Clinic notes were received for when the patient was admitted to the hospital for their infection. The patient was admitted to the hospital on (B)(6) 2018 and discharged on (B)(6) 2018, where the final diagnostic was vns infection, and aspiration pna. It was noted that the patient was seen due to blister at the lateral end of the chest incision. The patient was taken to the or for incision and drainage of the area, however, intra operatively pus was noted in the area and the entire system was removed (generator and lead). The patient was admitted to the hospital and placed on IV antibiotics. He was evaluated by ID as cultures returned positive for +mrsa, and therefore was placed on medication. The next evening the patient became febrile with a temp of 40.3 degrees celsius and was therefore placed on more medication for aspiration pna. A chest x-ray was notable for mild pulmonary vascular congestion and right basilar opacity likely corresponding with aspiration seen on CT. It was also stated that the patient saw an increase in seizures related to the infection, and lack of vns device being present. It was also stated that the patient had fluid collection in their left anterior chest after the infection surgery, underlying skin staples with multiple pockets of gas consistent with seroma or abscess. It was stated that there was soft tissue gas tracking within the left neck from the level of this collection to the level of the angle of the mandible. There was concern for aspiration and cxr was stable with decreased oxygen requirement. The patient's pain was well controlled with oral analgesics. The patient was later discharged to go home in stable condition. Multiple attempts for relevant information were made, but no information has been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that this patient had a severe infection at the generator site. Additional information was received that the surgeon would determine if the device needed explanted or if he could leave the device implanted and resolve the infection with wound cleaning. In the operating room the surgeon decided to explant the device. A review of device history records showed that the implanted generator was sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.